Event description:
The following was provided to davol by the pt's attorney: (B)(6) 2003 - pt had a composix kugel patch implanted to repair an incisional hernia. On (B)(6) 2009 - the pt underwent surgery to treat his infected ck patch. The pt's surgeon found that the bowel and omentum were adhered to the underside of the ck patch. A 3 to 4 cm area of the infected patch was excised. On (B)(6) 2012 - the pt's ck patch was found to be protruding from his abdominal wall and he experienced surrounding cellulitis and purulent drainage. The pt underwent additional surgery to repair the injuries. At this time the surgeon found that the ck patch had eroded through the pt's small bowel causing a fistula. The small bowel fistula edges were debrided and closed with sutures. The ck patch was removed. On (B)(6) 2012 - the pt passed away. Attorney alleges death, infection, pain, adhesions, additional surgery, fistula, defective mesh, explant.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical record have not been provided. We have, however, contacted the initial reporter to request additional info including pt info, copies of medical info/records and death certificate/autopsy report and to request return of the device for evaluation. This MDR includes all pt event and device info davol has received to date. The attorney's report alleges the pt was treated for fistula and adhesions both of which are known possible adverse events listed in the IFU. Infection has also been alleged, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." At this time no lot number has been provided; therefore a review of the manufacturing records could not be conducted. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.